Event description:
Description of event: the patient reported they were admitted to the hospital right after the (implant) procedure as they used silver dressing on the incision site and a rash developed and then patient spiked a fever and her hands turned red and stiff. Patient received fluids, intravenous antibiotics, and blood thinners. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).